Event description:
It was reported that "during a cesarean section performed in the operating room, the staples on the wound came loose at the end of the procedure, staples did not hold and fell. All the staples were removed from the wound, and new ones were applied." Additional information received on march 20, 2026, indicated that "a cesarean section was performed on a g1p0 patient. While cleaning the wound at the end of the cesarean section, some of the staples used to close the skin incision failed and fell out. It was therefore decided to remove all the staples and close the wound with new staples. No clinical consequences for this patient, other than an extension of the procedure time."

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a